Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, the microbes were detected as follows, from this device. Therefore, it became "alert level" in the french guideline. - total channel: 25 cfu/100ml (bacillus spp.) - instrument channel: 13 cfu/100ml (bacillus spp.) - suction channel: 15 cfu/100ml (bacillus spp.) - air/water channel: 60 cfu/100ml (bacillus spp.) - auxiliary water channel: no microbe. On the other hand, in the incoming inspection of this device by ofr, it was not able to confirm the damage related to the residual of the microbes. After that, ofr sent this device again to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from the instrument channel, suction channel, air/water channel and auxiliary water channel of this device. Therefore, it cleared the french guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes were detected as follows, from the subject device which was reprocessed using an olympus automated endoscope reprocessor model etd4(not available in the USA). The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report: - instrument channel: 7 cfu/endoscope, - auxiliary water channel: 2 cfu/endoscope.